Manufacturer narrative:
An event regarding stem subsidence involving a accolade plus tmzf hip stem #3 was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical records evaluation not performed as no items were returned. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time.

Event description:
It was reported that the stem subsided. The component was explanted and revised to a restoration modular construct on the left hip.

Event description:
It was reported that the stem subsided. The component was explanted and revised to a restoration modular construct on the left hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.